Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The same day as onset, the pt was hospitalized for the event. Treatment was unknown. The cause of the peritonitis was a break in aseptic technique further described as the pt made a mistake of touch contamination. Two weeks after the onset of peritonitis, the pt was discharged from the hospital and was recovered from the peritonitis. On an unreported date, the pt began home hemodialysis, which was ongoing at the time of this report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.